Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 50-60% stenosed lesion located in the tortuous diagonal (dx) branch off of the moderately calcified left anterior descending (lad) artery, but after visualization it seemed the stent was coming off of the balloon. The physician attempted to pull the stent back from the lesion into the guide catheter, but the stent "seemed to come off." The physician then pulled everything back at the same time. The stent was at the distal tip of the guide catheter, probably on the wire. The stent eventually dislodged completely, at the distal tip of the sheath, in the groin area. Attempts at snaring the device were unsuccessful and the stent migrated downstream to lodge in a side branch below the bifurcation of the superficial femoral artery (sfa) and profunda. The physician elected to leave it alone, no vascular surgery consult was performed and there were no attempts to retrieve the stent. Patient status post procedure was noted as ok.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.